Event description:
It was reported that an attempt was made to advance the promus stent delivery system (sds) through the distal right coronary artery (rca). The device failed to cross and upon removal, the stent on the sds experienced resistance with the guiding catheter and dislodged in the proximal rca. The dislodged stent was not removed and was implanted into the vessel using another stent. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter; guide wire: route; guide cath: mach1; stent: 3.0 x 23 promus. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen, which is consistent with the sds advanced over a guide wire. The stent implant was dislodged from the sds and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks noted to the sds. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, it was noted that several other devices failed to cross the lesion; which suggests the anatomy was difficult. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the guiding catheter during retraction would have then led to the reported difficulty removing the sds and stent dislodgement. Additional non-surgical treatment was used to embed the dislodged stent into the vessel wall. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement or difficulty removing the sds could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.